Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side CT indicated rupture.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and found to have shell failure and light yellowing. The device was unable to weigh. Upon device inspection, the explant was received in (B)(4) pieces. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using an optical microscope and images were taken of the area and are as follows: (B)(6) analysis 120x 1, (B)(6) analysis 120x 2, (B)(6) analysis 120x 3, and (B)(6) analysis 120x 4. (B)(4). The cause of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.